Manufacturer narrative:
The device was received undeployed. Since the cannula has not yet been deployed and inserted, it could not have dislodged. The adhesive pad and welds were inspected and no abnormalities were found. No ncmrs related to the reported adhesive issue were identified. Since the adhesive liner and needle cap was still attached, the pod could not be worn without removing these and the reported adhesive issue could not have happened. Download data shows the device was received in pod state 15 having delivered 0 pulses. No alarms were generated in the data. The needle mechanism deployed as intended upon manual rotation of the ratchet gear. Fluid was able to flow through the complete fluid path upon manual rotation of the ratchet gear. No damages or defects were observed in the fluid path or needle mechanism that would have contributed to the reported event.

Event description:
It was reported the patient's blood glucose level (bg) rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.